Event description:
Description of event according to initial reporter: try to navigate the graft, but it was not possible because the high angulation of the previously implanted graft. They used an alternative and shorter device of medtronic (captivia-valiant thoracic)" the previous implanted devices: the first implant is zenith alpha 36x30x203 ((B)(6) 2016) and the second implant is zenith alpha 30x30x210 ((B)(6) 2016). Can it be confirmed, that zta complaint device was used in patient with dissection in the thoracic aorta? I can confirm it, doctor decided that this device would be better to place inside the previous device. There was a dissection indeed, but primary intention implanting this device is to extend proximal landing zone to the edge of coronary trunk (celiac trunk (proximal landing zone for the cmd device), in order to perform a cmd implantation ( device already in manufacturing process) can it be specified what does it mean ¿the high angulation of the previously implanted graft¿, does this mean that the anatomy was outside of IFU?: the high angulation of previously device was not about anatomy angulation, the anatomy is inside of IFU. The problem was related to a kinking in the previous device. Is dissection related to the previously implanted graft?: no. Can it be elaborate what this meant by ¿thoracic dissection after tevar¿?: yes, the patient had a previous implant. Patient with a previously implanted thoracic graft develop a dissection while he is waiting for a cmd implantation. Can any planning and/or sizing information be provided?: planning and sizing compatible to a 32-28 device. Access and distal anatomy of the patient was easily navigated. No problems related to tortuosity, calcium or thrombus. Only problem as reported , was to pass through previously implanted graft which was kinked. It was kinked due to the anatomy was modified with time evolution. Please describe the location of the advancement difficulties?: the location of the advancement difficulties was in the distal portion of the previous device. Patient outcome: the patient´s outcome was good. Doctor implanted a valiant device and it was successful. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Summary of investigational findings: a patient of an unknown gender and age, who was previously (in 2016) treated with two zenith alpha devices (36x30x203 proximally and 30x30x210 distally) and developed a dissection underwent a tevar (thoracic endovascular aortic repair), where a zta-pt-32-28-178 (complaint device) was used. The physician experienced the advancement difficulties at the level of the distal end of the previously implanted zenith alpha graft, which was reported to be kinked. It was reported that the kink had occurred due to ¿anatomy was modified with time evolution¿. The lot numbers of previously implanted zenith alpha devices were not provided. The complaint device was replaced with a medtronic device and the procedure was successfully completed without any adverse effects to patient. Review of the device history record gave no indication of the device being produced out of specification. IFU states ¿careful valuation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft¿. It was noticed that a zta device was used for treatment of dissection, which is outside of the intended use. No imaging was provided. No device was returned for investigation. Based on the provided information and review of documentation it has not been possible to establish an exact cause of the advancement difficulties. However, the kink in the previously implanted stent graft might have contributed to the reported event. Cook medical will continue to monitor for similar events.